Event description:
The customer reports that post-op pt came back within 24 hours because the staples had popped open at the umbilicus. Surgeon corrected the opening. Pt is currently fine. Device was discarded. Surgeon indicated the staples were checked initially and were formed properly. The opening might be due to the pt's size. The pt was heavy. Surgeon also indicated the pt may have over exerted themselves directly after the procedure upon being released.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.